Event description:
Per the clinic, it was reported that the patient do not receive any sound and had a loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was implanted with a new device during the same surgery.

Event description:
Product details has been updated.